Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the flexibility adjustment ring, forceps channel port, scope connector case unit, and plug unit had a scratch. The suction cylinder had no color. The grip packing ring was loose. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the clogging of the nozzle, no air or water was fed. The plastic distal end cover had a chip. The bending tube was deformed. The connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope only reports too high air pressure for the device. Customer reported that they have already manually brushed and washed several times during the leak test. Everything seems to be fine but after a few minutes all the four machines only beep on this device. The issue was found during preparation for use. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material and the connecting tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The supplemental medwatch reported the device had foreign material stuck in the device. However, the device was returned without complete reprocessing steps. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.